Event description:
Device 2 of 2. Reference MFR report#: 1627487-2014-25543. It was reported during the patient's (B)(6) ipg replacement procedure (reported under MFR report#: 1627487-2014-25542) the physician experienced difficulty inserting the patient's extension in the replacement ipgs contacts 1-8 header port. In turn, the physician decided to insert the extension in contacts 9-16 header port. Postoperative lead diagnostic testing revealed invalid and high impedances. X-rays identified the extension disconnected from the ipg header. As a result, the physician explanted the ipg after the extension was unable to successfully stay inserted in the ipg header. Additionally, it was reported the physician cut the end of the extension after fracturing it while attempting to insert it into the ipg header. The procedure was extended by 30 minutes. Follow-up revealed a new ipg was implanted and the extension was explanted and replaced on (B)(6) 2014. Effective therapy was restored postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.